Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on 16-apr-2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. Beginning 13-apr-2015, v sensing integrity counts up to 51; vt-ns episodes with evidence of lead noise oversensing. Concomitant product: 5076-52 lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to a high number of short interval counts (sic) and non-sustained ventricular tachycardia episodes. Following the alert, there was oversensing observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.